Manufacturer narrative:
(B)(4). Analysis of the catheter (lot# 209141598) found a non-significant anomaly. The catheter body ad dried drug, blood or foreign material occlusion. The catheter was received in 2 segments. Initially there was an occlusion noticed on segment 2 during the decontamination procedure, but the occlusion was broken loose. Pressure testing did not show any holes in the catheter. The previously reported conclusion code no longer applies to this event.

Event description:
Additional information previously reported in manufacturing report 3004209178-2015-18732 was determined to be related to this event. On 2015-10-02, additional information was received from a manufacturer representative (rep) and healthcare professional (hcp). It was reported that the patient came to the hcp with underdose symptoms, "more pain", shivering and restlessness. The pump was used to deliver morphine 23 mg/ml and clonidine 3.7 mg/ml. The daily dose of morphine was 4 mg/24 hours. The hcp decided to change the catheter, no other troubleshooting was performed. On the operating room, they "pulled" the spinal part of the catheter, made a bolus test with the pump and saw that the catheter was not occluded. A new spinal section of the catheter was implanted in the intrathecal space. The patient was doing "very fine" with a daily dose of morphine of 4 mg/24 hours. The patient was at home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(6). (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome. The patient had underdose symptoms "last friday" ((B)(6) 2015). A control of the whole system was to occur on (B)(6) 2015, in the or (operating room), with radiation. This was also reported that a planned surgical intervention was scheduled on (B)(6) 2015. The issue was not resolved. The patient status at the time of the report was "alive - no injury". It was further reported on (B)(6) 2015 that the hcp tried to inject contrast agents in the spinal part of the catheter with big resistance. There was no "cloud" round the catheter tip. So he decided to change the spinal part of the catheter. He made an incision on the back, where the catheter goes in the spinal space. He cut the catheter behind the fixation. "There was no backflow from liquor." The spinal part of the catheter was replaced. They programmed a bolus on the pump and the pump worked well. As of (B)(6) 2015 the patient was doing very fine. With the new spinal segment, the patient could breathe without problems and everything was fine. The catheter was returned. A clarification was requested for the comment that there was no back flow from "liquor". If additional information is provided the event will be updated.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (25 mg/ml, 4.002 mg/day) and catapressan (3.7 mcg/ml, 0.5932 mcg/day) via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome. The patient had underdose symptoms "last friday" (2015 (B)(6)). A control of the whole system was to occur on 2015 (B)(6), in the or (operating room), with radiation. This was also reported that a planned surgical intervention was scheduled on 2015 (B)(6). The issue was not resolved. The patient status at the time of the report was alive no injury". It was further reported on 2015 (B)(6) that the hcp tried to inject contrast agents in the spinal part of the catheter with big resistance. There was no cloud around the catheter tip. So he decided to change the spinal part of the catheter. He made an incision on the back, where the catheter goes in the spinal space. He cut the catheter behind the fixation. "There was no backflow from liquor." The spinal part of the catheter was replaced. They programmed a bolus on the pump and the pump worked well. As of 2015-09-07 the patient was doing very fine. With the new spinal segment, the patient could breathe without problems and everything was fine. The catheter was returned. A clarification was requested for the comment that there was no back flow from "liquor". If additional information is provided the event will be updated.